Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor did not work occurred. The sensor was inserted into the arm. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the sensor and app were not being able to establish a connection. The reported event of a sensor did not work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D9: device availability - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional information.

Event description:
It was reported that sensor did not work occurred. The sensor was inserted into the arm. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and failed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the sensor and app were not being able to establish a connection. The reported event of a sensor did not work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.